Event description:
This report is being filed after the subsequent review of the following journal article, ¿clinical evaluation of locking compression plate fixation for comminuted olecranon fractures.¿ (2009) buijze, g., and kloen, p. The journal of bone and joint surgery, incorporated. (2009; 91-a no. 10: 2416-2420). Netherlands article. This is a retrospective study designed to evaluate the results of titanium 3.5-mm locking compression plate (lcp) fixation when combined with an intramedullary screw in a consecutive series of 19 patients between 2005 and 2007 with a comminuted olecranon fracture. This study included 19 patients, 11 women and 8 men with an average age of 56 years (range: 19-87 years) with an acute comminuted olecranon fracture sustained from a fall from a height (13 patients), a bicycle accident (1 patient), a motorcycle accident (2 patients), or in 1 case physical abuse. Nine fractures involved the right upper extremity and 10 involved the left upper extremity. Sixteen patients were available for follow-up at a minimum of twelve months after fixation. Three patients were lost at final follow up because 1 patient was incarcerated and exiled, one died of unrelated causes, and 1 had development of severe alzheimer disease. In all patients the fixation technique consisted of contoured dorsal locking compression plate fixation with a proximally inserted 3.5-mm intramedullary screw and a minimum of two unicortical locking screws distal to the fracture. Bone graft was used in 2 patients because of severe impaction of the articular surface. Local graft was used in 1 patient, and an iliac crest bone graft was used in the other. In 1 patient, a cerclage wire loop was used to stabilize the comminuted medial and lateral metaphyseal walls because there was not enough bone proximally for a small buttressing plate. Two patients had a radial head fracture. One was managed nonoperatively, and the other underwent radial head excision and the placement of radial head prosthesis. At the time of the latest follow-up, the ranges of motion of the elbow and forearm, varus-valgus instability, nerve injury, and physician-rated forearm strength were assessed. In additional radiographs were evaluated. All fractures healed, the mean time to union was 4 months (range 2-9 months) and all fractures had articular congruity confirmed via radiographs at final follow-up. Ulnohumeral osteoarthritis was present in 7 of the 16 patients. Complications occurred in 2 patients; one had a wound infection that resolved after debridement and treatment with antibiotics, and 1 patient had a preoperative ulnar and median neuropathy that did not resolve. Two patients had unsatisfactory pain management, 4 and 5 respectively on a scale of 0 to 10. In one patient the pain was related to severe ulnar neuropathy and the other patient it was related to higher expectations of the patient. Nine patients underwent hardware removal as outpatients at a mean of 12 months postoperatively because of pain at the site of the hardware. This report 1 of 1 for (B)(4). This report is for an unknown lcp and refers to: ulnohumeral osteoarthritis was present in 7 of the 16 patients. One patient had a wound infection that resolved after debridement and treatment with antibiotics. Two patients had unsatisfactory pain management, 4 and 5 respectively on a scale of 0 to 10. In one patient, the pain was related to severe ulnar neuropathy and the other patient it was related to higher expectations of the patient. Nine patients underwent hardware removal as outpatients at a mean of 12 months postoperatively because of pain at the site of the hardware.

Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for an unknown lcp /unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).